Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the antenna jack for the ins recharger was been damaged and the antenna plug will not stay in. The patient reported that that the recharger 'quit working' because they kept getting the 376 code and since the 376 code had prevented charging stimulator and the stimulator battery had gone dead. The patient reported that they were now 'completely miserable'. The patient reported that that the same time they started seeing the 376 code, they started feeling a surging shocking sensation. The patient had thought that the 376 code was correlated with the surging/shocking sensation that they felt as painful stimulation. The patient was reviewed that the 376 code wouldn't cause shocking sensation and that 376 code is an external device issue that new ins recharger antenna would resolve, it was reported that the stimulator battery was dead. It was reported that the charger is not working, and the battery was already dead.